Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level up to 300 and down to the 30 mg/dl at night. Customer¿s other blood glucose level was 339 mg/dl at the time of incident and current blood glucose level was 164 mg/dl. Customer was treated with bolus for hyperglycemia and carbohydrates for hypoglycemia. Customer was not using auto mode. Troubleshooting was declined for hyperglycemia and hypoglycemia. The insulin pump will not be returned for analysis.